Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported patient had a loss of therapy, and has been urinating constantly for about 2 months. Caller thought her device was dead, but when syncing with the programmer it was found that stim was off. Caller states she is on p2 at 6.9v with therapy off. Caller states she didn't know her stim was off and she didn't shut it off. Patient requested patient education on how to use their programmer because she forgot, but on the call the caller received poor communication screen. With troubleshooting patient attempted to place programmer directly over the implant without the antenna, and this resolved the communication issue. Caller states she is on p2 at 6.9 v. Patient was sent a replacement antenna. Patient wanted to wait to receive new antenna before turning stim back on. On 2019-aug-22 the patient called back: they had received their new antenna, successfully turned on stimulation, increased stim to 5.5 v and confirmed that she could feel stimulation comfortably in the bike seat area at 5.5 v. Patient will monitor symptoms now that change was made and follow up with doctor if symptoms don¿t resolve. No further complications were reported or are anticipated.